Event description:
On (B)(6) 2011, this lead was explanted due to high thresholds. The procedure took place at (B)(6), medical center with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).